Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: unable to confirm complaint of time and date reset on black box. When pump was exercised for 24 hours, battery removed for 6 hours, the time and date reset complaint was duplicated. The pump case was removed and corrosion was found under the internal battery, the display is dim/fading/reddish, the battery compartment is cracked below bumper pad and investigation was completed with returned battery cap.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on (B)(4) 2015.